Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's history showed a low speed advisory on (B)(6) 2022 concerning for short-to-shield. The log captured a single low speed advisory alarm on (B)(6) 2022. The pump speed dropped down to 6960 rpm at this time. There is not enough information from the log to determine the cause of this event. In addition, the event history captured a replace controller message on (B)(6) 2022 due to an lcd fault that self-corrected. A controller exchange was not needed at the time. It was later communicated that the patient was initially admitted with ventricular tachycardia (vt) status post complicated ablation procedure on (B)(6) 2022. The patient had newly rising lactate dehydrogenase (ldh), hemolysis, and flow/power increases with concern for pump thrombosis. The pump was exchanged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas) confirmed internal driveline wire damage that could have contributed to the reported low speed event captured in the submitted log files. The report of suspected thrombus was not confirmed through this evaluation. Additionally, review of the log files did not confirm the reported elevations in pump power and flow. A direct correlation between the suspected thrombus and the reported hemolysis, elevated lactate dehydrogenase (ldh), and power changes could not be conclusively established. Furthermore, a direct correlation between (B)(6), and the reported cardiac arrythmia, hemolysis, elevated ldh, and power changes could not be conclusively established. The submitted log files collectively contained events from 24oct2022 through 19dec2022. The log file captured a low speed event on 05dec2022 while the system was connected to the mobile power unit. No other notable events or alarms were observed. The pump was returned assembled with the driveline severed approximately 9.5¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 28". The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the distal portion of the driveline segment wires revealed breaches in the insulations of the yellow and black wires approximately 25.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned driveline segments were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow or black wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground could have resulted in the low speed event that was confirmed through the submitted log files. Similar events could have also occurred if the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors of the two wires from different phases contacted each other while the patient was connected to battery power. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Section 1 of the IFU, lists potential adverse events, including cardiac arrhythmia, hemolysis, and device thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU outline indications of pump thrombosis, as well as how to respond to such events. Section 6 of the IFU also lists arrhythmia and thromboembolism as potential late postimplant complications, and provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient denied any symptoms of arrhythmia. The ventricular tachycardia (vt) was noticed on a remote implantable cardioverter-defibrillator (ICD) interrogation. The patient was stable following the pump exchange. The patient was discharged on (B)(6) 2023.